Event description:
Boston scientific received information that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurement greater than 3,000 ohms; a fracture was suspected. The patient had an inappropriate shock due to oversensing of noise. Review of the daily measurement showed an sharp increase of impedance from 400 ohms to greater than 3,000 ohms. Subsequently, the device was programmed off. The lead fracture was not confirmed via x-ray or fluoroscopy. A revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.